Event description:
Tube was removed in (B)(6) 2019; however, valve plate remained implanted.

Manufacturer narrative:
Customer provided further information on december 22, 2019: tube was removed in (B)(6) 2019; however, valve plate remained implanted preexisting medical conditions: nkda; ocular hx - intermediate uveitis, steroid induced glaucoma. Pre op iop was 32. Post op iop was 9 mmhg, which is within the intended functioning of the device. The tube was removed on (B)(6) 2019; however, the plate was left implanted.

Manufacturer narrative:
The device history record for the lot reported was reviewed, and product was manufactured, tested, and released in compliance with nwm procedures. Valve was implanted without incident in (B)(6) 2019. However, sometime in (B)(6) 2019, an unusually large bleb began presenting itself. Apparently the tube disinserted itself causing over-filtration. Surgery was required to remove the tube and stop filtration. The remaining portion of the valve remains in the patient's eye and is now exposed. Secondary surgery will be needed to repair and replace the valve. Anticipated date of re-op is (B)(6) 2020.

Event description:
Tube disinserted itself causing over filtration.